Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heart catherization procedure using a 6f sheath. Reportedly, as the prostyle device was being advanced over the wire, the plunger popped out prior to foot deployment. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the plunger popped out prior to foot deployment¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation could not determine the cause of the reported difficulties. Treatments appear to be related to circumstances of the procedure. It is possible the lever was raised unintendedly during insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device